Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, including a highest fingerstick reading of 535 mg/dl and subsequent readings in the 200 mg/dl, following a sensor pairing issue and continued insulin delivery from the ilet while additional subcutaneous insulin injections were administered without disconnecting the system as instructed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a minor illness or impairment without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.